Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"Literature article entitled, ¿early failure of a polyethylene acetabular liner cemented into a metal cup¿ by david a. J. Wilson, et al, published by the journal of arthroplasty (2012), vol. 27, no. 5, pp. 820.e5-820.e8, was reviewed. This article reviews the case of a (B)(6)-year-old female patient. In 2002, a patient underwent revision total hip arthroplasty for polyethylene wear. The manufacturer of the initial tha components is unknown. Due the patient¿s extensive osteolysis, the surgeons decided to utilize a duraloc polyethylene liner cemented into the existing cup using competitor cement. In 2006, the patient subluxed the operative hip after stubbing her toe. The patient complained of feelings of joint instability and walking difficulty and the decision was made to revise the hip. Intraoperatively, the liner was found to have disassociated from the competitor cement causing migration and wear of the polyethylene liner. Impacted products: duraloc polyethylene liner: implant bearing wear, implant dislocation, and implant disassociation. Health impact codes: surgical intervention, medical device removal. Symptoms codes: joint dislocation, joint instability, and walking difficulty. The migration of the polyethylene liner is attributed to the disassociation of the liner from the competitor cement and is therefore not included in this complaint. The manufacturer of the cup is unknown. "